Manufacturer narrative:
Device will not be returned for evaluation. (B) (4)

Event description:
The surgeon used a mallet and prepped hole, the anchor became disconnected from shaft, because prongs weren't long enough. As he went to go twist the anchor, it cracked and crumbled. The sales representative confirmed that not all the pieces were able to be retrieved.